Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they were unable to clear the alarm. No further information reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, cracked lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.